Event description:
This customer reported, an ECG failure detected during an operational check.

Manufacturer narrative:
(B)(4): this customer reported, an ECG failure detected during an operational check. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.